Event description:
Customer reported that he received no delivery alarms during basal delivery. Customer stated it usually happened at night when rolling over. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer also reported that the battery cap is worn and he has difficulty opening it. Customer stated he had some error alarms and has had to turn the insulin pump off and on. Customer stated that when he went to bed there were 6 bars on the battery indicator and when he got up it was down to nothing; he did not receive a weak battery alert. The battery cap is being replaced. Blood glucose value is 195 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.